Event description:
It was reported that during a bi-ventricular pacemaker placement procedure, a guide wire detachment occurred. The pacemaker was to be placed in the coronary sinus. The physician encountered difficulties accessing the inferior branch of the coronary sinus with the 300cm mailman straight tip guide wire due to the tortuosity of the vessel, but was eventually able to access it. Next, the physician advanced an unspecified guide catheter over the mailman. It was noted that the mailman wire had prolapsed, therefore, the physician attempted, with difficulty, to remove the mailman back through the unspecified guide catheter. During this attempt, the guide wire tip detached inside the coronary sinus. It is unk if the physician made any attempts to remove the detached wire, however, the wire was not removed and remains inside the pt. The physician then attempted to access "other branches" of the coronary sinus, but was unsuccessful. It is not known how the procedure was completed. The pt's status was reported as "fine".